Manufacturer narrative:
Pending investigation. D10: three peg patella 38mm - 200-02-38 -(B)(6) lgc tibial fit tray cem sz 5f / 5t - 02-012-45-5050 - (B)(6), logic cr femoral por, left, sz 5 - 02-010-04-0250 - (B)(6), three peg patella 41mm - 200-02-41 - (B)(6), logic cr femoral cem, right, sz 5 - 02-010-03-0350 - (B)(6), logic tib insert impl crc, sz 5, 9mm - 02-012-51-5009 - (B)(6), lgc tibial fit tray cem sz 5f / 5t - 02-012-45-5050 - (B)(6). H7: z-0021-2022.

Event description:
As reported, this is the 3rd revision for this patient's right knee. The poly liner was exchanged twice before due to wear. As multiple revision surgeries were done unfortunately risk increases. The patient was revised on (B)(6) 2023 due to infection. A new femoral component and liner were implanted. Cement was utilized for tibia and patella. There was no reported breakage of a device or surgical delay / prolongation. The patient was last known to be in stable condition following the event. No other patient information / medical history reported.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; no device information was provided. The cause of the patient¿s infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.